Event description:
It was reported that a spectrum iq pump alarmed air in line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿constant air in line error¿ was reproduced. The device was tested for upstream air test with failing results. A review of the event history log revealed multiple occurrences of air-in-line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor lower fluid number values out of calibration (low). The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.